Event description:
The device was used during a lap colon procedure. Reportedly a portion of the tissue pad disengaged into the pt's cavity. The surgeon was able to retrieve the component without injury to the pt.